Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a conductor cable not fully seated at a connector on the pace/defib (pd) engine board. The conductor cable was resecured to the pd engine board to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.